Manufacturer narrative:
(B)(6). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: during an emergency surgery, blood leak was noted from the hole on the opening for holder (no. 13 on the IFU) approx. 20 min. After the extracorporeal circulation started. Replaced the device with the one from another lot to continue the procedure. No adverse effects on the patient. Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The sample was investigated in the manufacturer laboratory of the manufacturer on 2018-04-12. A quadrox-I adult was sent back. The oxygenator was contaminated. Purified with sodium hypochlorite. Leak test performed according to lv 201. A leak at the ll of the blood inlet connector was detected and documented. (Leakage on the ll was most likely caused during the return transport - leakage on the ll was not detected by customer). To test the gas side, the crack must be glued to the ll. Crack on the ll of the blood inlet connector was stuck. Leak test was performed again. A strong leak on the gas side can be confirmed. No further abnormalities noted. Conclusion: a strong leak on the gas side can be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).